Manufacturer narrative:
(B)(4). Batch # r94w8g. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected; no anomalies were noted. There were no alert screens displayed at any time during testing. There were no "handle component issues, or unexpected ready to pre run or incomplete pre run user initiated test." Issues as reported. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a gastric bypass procedure, surgeon was using the device and device had problem. The device did pass the pre-run test. After doing the test in the harmonic, it did not generate hemostasis, and also did not rotate freely 360 degrees. Message appeared that had to reassemble the harmonic. It was assembled again, the test sign appeared, the test was carried out for 2 seconds, it reappeared again to take the test, and then it did not pass. The patient was already intra-op during the initial procedure and the problem was not solved so the surgical procedure could not be concluded. The situation of failure of the product was presented when the patient had already had trocars placed and the doctor tried to use the device. The only reason the initial procedure was stopped and rescheduled for the next day was due to devices not being available. The surgeon did not attempt to use any other devices besides the harmonic to complete the initial procedure on (B)(6) 2019. They postponed the surgery for the next day when they had another device and the patient was ¿reintervention¿ the next day on (B)(6) 2019. In this second surgery on (B)(6) 2019, there was no device failure and the procedure concluded without any eventuality. Patient was stable and the surgery was successful. The doctor does not consider that the ¿delay¿ could have caused death, serious injury, or harm to the patient.